Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The field service engineer (fse) successfully reprogrammed the system, and system was turned on in normal mode without errors. The system was tested and verified for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting ¿ pre anesthesia of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) during setup to report they are having an issue with the robot, and there are multiple errors messages displayed at startup. System logs show error 311, indicating the tower common computer controller (ccc) is running on golden image. The customer confirmed there was a power surge last night. The customer is going to use an xi system for the procedure. There has been no patient involvement at this time.